Manufacturer narrative:
Submit date: (B)(4) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a dialysis catheter. The customer with multi-system failure who was on multiple pressors died. [The nurse] accessed the hd catheter prior to putting the pt on crrt. It aspirated and flushed with no problems. Connected pt to crrt machine, arterial pressures went high. Started to reverse line and went to flush both ports again, when blood was noticed on the gauze. Line was flushed again and it was observed gauze was absorbing saline. Line was immediately clamped and manipulated to find hole. Large hole found below the hub of the arterial line. Procedure immediately stopped and md notified. Pt expired next day from unrelated causes.